Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced "phaco burns" during cataract extraction procedures. The surgeon stated the cooling capacity was not sufficient as if something was not being aspirated correctly. There was no system messages displayed. It is unknown if the system occlusion alarm was heard. Current condition of the patient and whether intervention was required is unknown. This is one of three reports from this facility. Additional information has been requested

Manufacturer narrative:
The company service representative examined the system and noted system message (sm) [vacuum check failed] in the event log. However, the company service representative was not able to replicate the reported event. Unrelated to the reported event, the preventative maintenance (pm) was performed. The system software was upgraded. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).